Manufacturer narrative:
H3. And h6. Investigation codes: updated. Investigation summary: three (3) pictures were attached for evaluation. Picture one shows the packaging and l-70 device, picture two shows return connector, picture three shows broken return connector tip. One (1) unit of part number l-70 was received with original package, in used condition. The sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions of illumination to detect sample conditions that could cause functional issues. The received unit has damage at the tip of the return connector. Based on visual inspection of the returned sample, the reported failure mode is confirmed, however it is not attributable to the manufacturing process. No root cause determined due to complaint not being attributable to the manufacturing process. No action was taken by the manufacturer. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D5: operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the tip connector was missing." The issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.